Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of atypical power cable disconnect alarms was confirmed via analysis of the log files downloaded from the returned system controller (serial number: (B)(6)). The reported event of the system controller not being able to communicate with the system monitor was confirmed via evaluation of the returned system controller. The downloaded log files contained approximately 1 day of relevant data combined (08apr2021 ¿ 09apr2021 per the timestamp). The log files captured intermittent power cable disconnect alarms that were not associated with true power cable disconnections on (B)(6) 2021 from 17:31:10 to 17:43:40 due to the rsoc voltage on the white power lead dropping to approximately 0 v. The atypical alarms occurred while connected to the mpu and 14v batteries. The driveline was disconnected on (B)(6) 2021 at 17:45:17 to exchange the system controller. The log files also captured intermittent low voltage hazard alarms on (B)(6) 2021 from 17:30:34 to 17:30:35 and from 17:30:53 to 17:30:54 due to the black power cable being disconnected when the rsoc voltage on white power lead dropped to approximately 0 v, resulting in the voltage dropping below the low voltage hazard threshold. No other notable alarms were observed in the log files. The alarms did not affect the controller¿s ability to operate the pump at the set speed. The returned system controller was connected to a test system monitor/power module and communication with the monitor could not be established. The system controller was disassembled to inspect the internal components and no issues were observed. The controller¿s white and black power cables were disconnected from the connectors on the controller¿s main printed circuit board (pcb) to evaluate the integrity of the wires. Evaluation of the individual wires in both power cables did not reveal any issues, including when the cables were manipulated by hand. The power cables were then reconnected to the main pcb. After reconnecting the power cables, the controller was connected to the test system monitor/power module again and communication with the system monitor was successfully established. The communication issue with the system monitor could not be reproduced again after reassembling the system controller, indicating that there may have been a connection issue between the white power cable and the connector on the main pcb. A connection issue between the white power cable and the connector on the main pcb would have resulted in the reported communication issue. The controller then passed functional testing and successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. The root cause of the atypical power cable disconnect alarms could not be conclusively determined through this analysis. The root cause of the communication issue between the system controller and system monitor could not be conclusively determined through this analysis; however, a connection issue between the controller's white power cable and the connector on the main pcb may have contributed to the controller not being able to communicate with the system monitor. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and quality assurance specifications. The system controller was shipped to the customer on 19apr2020. Heartmate 3 instructions for use (rev. C) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. C) section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (auditory and visual), including power cable disconnect, low voltage, and no external power alarms, and the actions to take if the issue does not resolve. Additionally, the subsection ¿what not to do: driveline and cables¿ informs the user to check the system controller power cables for twisting, kinking, or bending which could cause damage to the wires inside. This section informs the user not to ¿twist, kink, or sharply bend the system controller power cables¿ and states ¿if the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten¿. Heartmate 3 patient handbook (rev. C) section 6 "caring for the equipment" describes how to care for and clean all equipment, including the system controller power cables. This section also explains the importance of protecting the system controller power cables from kinks, sharp bends, and repeated bending. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the system controller power cables for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient had power cable disconnect alarms on the white power cable lead with manipulation/position changes of the lead. The patient had their controller exchanged. No additional information was provided.